Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, charged couple device flooding, and flooding of couplers. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer reported malfunction: the investigation results did not lead to the identification of the cause of the occurrence. A definitive root cause could not be identified for the electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the charged couple device flooding occurred due to flooding from the cable stress boot on the head side. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the flooding of couplers occurred due to flooding from the cable stress boot on the head side. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a cable air leakage. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a cable air leakage. There were no reports of patient involvement.